Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte autoguard shielded IV catheter leaked and it occurred in the colored part (between the catheter and the adapter).

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter leaked and it occurred in the colored part (between the catheter and the adapter).

Manufacturer narrative:
Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. There were no reject activity findings relevant to the defect associated with the lot number provided for this incident; no qns were initiated for this lot. Although units were not returned for investigation, a photo was provided for observation of this incident. The photo shown a clear plastic bag which contained a top web (label) from what appeared to be a 24ga IV product. The photo also shown within the clear bag what appeared to be an adapter portion of a 24ga IV unit. Visual/microscopic: observation of the contents of the clear bag in the provided photo did not offer sufficient evidence to identify the failure of leakage the photo provided for this incident did not reveal sufficient evidence to identify or confirm the reported defect of leakage; therefore a root cause could not be stablished. Without the actual unit noted in this incident, there was no mechanical/physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter leaked and it occurred in the colored part (between the catheter and the adapter).

Manufacturer narrative:
D3. Medical device manufacturer: becton dickinson infusion therapy systems inc. Sandy, ut. G1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut. The product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.